Manufacturer narrative:
Batch review performed on (B)(6) 2016. Lot 130443: (B)(4) items manufactured and released on (B)(6) 2013. Expiration date: 2018-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On (B)(6) 2016 it was prepared a final report with the information collected and here reported: due to the lack of information (neither xrays nor explant returned), no root cause could be identified. On the same day the report was sent to the initial reporter and the case was closed. Not available.

Event description:
The patient had instability of her knee. The surgeon decided to increase the size of the insert from a 10mm to a 17mm insert. The surgery was completed successfully. There are no x-rays. The explants will not be returned.